Event description:
It was reported that during an implant attempt when trying to loosen the setscrew on the implantable cardiac defibrillator (ICD) the screwdriver became stuck in the screw. It was reported that it was impossible to fix the screw and remove the screwdriver. The ICD was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was noted that the set screw had a rounded socket.